Manufacturer narrative:
The returned blocker was evaluated. The bottom thread was fond to be deformed. The cause is likely attributed to cross-threading the blocker within the tulip of the mating pedicle screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a blocker slipped during surgery. However, device evaluation by the manufacturer found that the bottom thread was damaged. The procedure was completed using an alternative blocker. There were no reports of patient impacts associated with this event.